Event description:
Subsequent to the previously filed report, additional reported information received: the 3.5x6 mm nc trek balloon catheter, after the first inflation (due to rupture) was retrieved; it remained in contact with the patient for 2 minutes. The balloon catheter, reached the high atmospheres (atm) intra-stent (about 14 atm) ruptured. After the rupture, it was observed a rearrangement of the balloon profile, not linear, to the point that it likely hooked one or more stent struts, dragging them during the balloon removal, leading to a stent dislodgement and fragmentation. Hospitalization was prolonged.

Event description:
It was reported that during a procedure to treat a lesion in the mid left anterior descending (lad) artery with no calcification and no tortuosity, a 3.5x16 mm non-abbott stent was implanted at 12 atmospheres. A 3.5x6 mm nc trek dilatation catheter was advanced without resistance and inflated for the first time to 20 atmospheres for post-dilatation; however, the balloon ruptured. The dilatation catheter was simply withdrawn from the patient anatomy without any issues. However, the stent struts of the previously implanted stent were noted to be flared. A xience stent was implanted inside of the 3.5x16 mm non-abbott stent. The patient is reported to be fine and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Balloon inflation above rated burst pressure. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the nc trek rx instructions for use warns: balloon pressure should not exceed the rated burst pressure. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It should be noted that the nc trek rx instructions for use warns: balloon pressure should not exceed rated burst pressure.